Event description:
Staff members were attempting to cardiovert a pt (age & gender unk) and the unit's monitor screen display became distorted. The staff indicated that the ECG trace on the screen was moving "off the top of the screen." The unit's recorder did not print data at the beginning of the report. The staff continued to use the unit and there was no adverse effect on the pt.